Manufacturer narrative:
Age at the time of event: over 18 years. According to the complainant, the suspect device has been disposed off and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).

Event description:
It was reported to boston scientific corp that an injection gold probe device was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, there was no electrical current. They tested the probe in normal saline and no current was generated. After testing the concomitant devices, it was determined that the probe was defective. The case was completed with another of the same device. No pt complications were reported as a result of this event.